Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the blade tip not broken off as reported but the hand activations contacts were bent. The device was connected to a test hand piece with difficulty. During mechanical testing the rotation knob did not rotate freely. The device was then functionally tested on the gen11 generator. During functional testing, no alert screens were displayed. The damaged hand activation contacts could cause rotational issues with the device. In addition, it can cause improper torquing of the blade, which could cause the generator to display a communication, activation issues, incomplete pre-run test or alert screens. To avoid damaging the contacts, it is recommended to assemble the device vertically. If the hand piece is inadvertently tilted during assembly with instrument, the hand activation contacts can be damaged.

Event description:
It was reported that during an open gastrectomy procedure, the titanium tip broke. The broke piece was retrieved by forceps. Another like device was used to complete the procedure. There were no adverse consequences for the patient.